Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due high blood glucose and diabetes ketoacidosis. The customer's blood glucose was over 800mg/dl. The customer's current blood glucose was 161mg/dl. Customer stated she was hospitalized twice due to pump being programmed wrong.